Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues with heartmate (hm) 3 left ventricular assist system (lvas), serial (B)(6), reported or identified through this evaluation. Review of the submitted log files showed the pump functioning as intended. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although no device related issues were reported by the account, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient experienced non-sustained ventricular tachycardia in the setting of hypokalemia. The arrythmia existed prior to vad implant. The device was not thought to have worsened the arrhythmia.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency department (ed) with an automatic implantable cardioverter defibrillator (aicd) shock x 1. No ventricular assist device (vad) alarms or events were noted on interrogation.